Event description:
It was reported via repair work order that the head end lift motor would not lower due to damaged power coil. No adverse consequence or clinically relevant delay in treatment was reported.